Event description:
Patient presented with a bipolar hip (non stryker). Patient was implanted with an antibiotic spacer using stryker implants. Right hip revision.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock on 10-jun-2013. Based on the device identification the complaint databases were reviewed from 2013 to present for similar reported events regarding infection. There has been (B)(4) other event for the lot referenced. The other event was related to a size/fit issue rather than infection. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient presented with a bipolar hip (non stryker). Patient was implanted with an antibiotic spacer using stryker implants. Right hip revision.

Manufacturer narrative:
Other device listed in this report: cat. No.: 6260-9-426, 26mm +12 lfit v40 head, lot code: 36193006. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.